Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in both connector bores. The returned device indicated foreign material on the bottom of both grommets. The returned device indicated foreign material in both setscrew sockets and both setscrews had rounded sockets. The returned device had a damaged ventricular setscrew block. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited no capture, and replacement procedure was scheduled. During the revision procedure, the ra lead was dis-connected and re-connected to the implantable pulse generator (ipg) and there was no atrial spike seen. Several attempts were made to connect and re-connect the atrial lead and place the ipg in the patient pocket, still no atrial capture. The ipg was removed and replaced with a different device, and everything work properly. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited no capture, and replacement procedure was scheduled. During the revision procedure, the ra lead was dis-connected and re-connected to the implantable pulse generator (ipg) and there was no atrial spike seen. Several attempts were made to connect and re-connect the atrial lead and place the ipg in the patient pocket, still no atrial capture. The ipg and ra lead were removed and replaced, and everything work properly. No patient complications have been reported as a result of this event.